Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the sample probe was improperly adjusted. He then adjusted the probe to its correct position. The investigation determined that the issue was caused by the misadjusted sample probe. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for multiple assays including ise indirect na for gen.2, alb2 albumin gen.2, and got assays from an unspecified number of patient samples tested on the cobas 6000 c 501 module. The initial results were not reported outside of the laboratory. The reporter was able to provide the following examples of discrepant results: sample 1 - the initial sodium result was 125 mmol/l. The repeat result was 141 mmol/l. Sample 2 - the initial sodium result was 149 mmol/l. The repeat result was 130 mmol/l. Sample 3 - the initial sodium result was 105 mmol/l. The repeat result was 115 mmol/l. Sample 4 - the initial got result was 15. The repeat result was 24. Sample 5 - the initial albumin result was 19. The repeat result was 30. The units of measurement for the got and albumin assays were requested but not provided. The sodium electrode lot number, got and albumin reagent lot numbers and their expiration dates were requested but not provided.